Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod reportedly came loose from the infusion site (arm), causing the cannula to dislodge. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl). Symptoms reported include hyperglycemia, vomiting and nausea. The patient was treated with anti-nausea medication, insulin via intravenous therapy and intravenous fluids. The pod was worn at the hospital and insulin delivery was suspended. The patient was released from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.